Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While prepping a taxus liberte' 2.75x24mm stent, a "prominent" strut was noted on the proximal portion of the stent. The stent was not used and another of the same device was used to complete the procedure. No patient complications were reported and the patient status was reported as "stable".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds). The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the tip was damaged and no damage to the stent was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While prepping a taxus liberte' 2.75x24mm stent, a "prominent" strut was noted on the proximal portion of the stent. The stent was not used and another of the same device was used to complete the procedure. No patient complications were reported and the patient status was reported as "stable".